Event description:
The customer received a message 'hi' (reading > 500 mg/dl)) on the abbott diabetes care (adc) device and further noted a vertical trend arrow which indicates rapidly rising/declining glucose levels (more than 2 mg/dl per minute). The customer experienced slight hypoglycemia after the injection but was asymptomatic and self-treated with insulin (dose/type unspecified). They then ate something, after which everything returned to normal. There was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan of 350 mg/dl, 399 mg/dl was compared to a competitor brand meter result of 160 mg/dl, 166 mg/dl. The length of sensor wear was 13 days. When the provided results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.